Event description:
Literature: savoie ph. Lopez l. Simonin o. Et al. [Medium-term results (2 years) of radiofrequency (tuna) for lower urinary tract symptoms due to benign prostatic hyperplasia.] Prog urol. 2009; 19(7):501-6. Summary: this article presents the medium-term functional results of transurethral needle ablation to treat symptomatic benign prostatic hyperplasia (bph) resistant to medical treatment. Forty five patients were treated between 2002 and 2005, 27 were followed for more than 24 months. Patients were assessed preoperatively and then six and 24 months postoperatively. Reportable event: between the six and 24 month appointments, three patients died. No cause of death or relationship to the therapy was reported. Additional information has been requested, but was not available as of the date of this report.